Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners, and minor scratched lcd window.

Event description:
It was reported by the customer's mother that the customer received a button error alarm. Customer's blood glucose level at the time 373mg/dl. Advised insulin pump would be replaced. No additional information is provided.